Event description:
The customer called to report a blank display after the insulin pump got wet. The customer stated that there was a strong vibration prior to the blank display. The reported blood glucose reading at the time of the call was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to test for the vibrate anomaly due to the blank display. The insulin pump also had a cracked case.